Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the white teflon pad fell off inside the patient. The teflon pad was retrieved from the patient and the procedure was completed with no patient consequence.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device with the serial number 14354-0078 was returned with tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and generator and the device did activate during functional testing. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch record was reviewed and no anomalies were noted during the manufacturing process.